Event description:
Adverse event(s): ¿no patient involved¿ (no patient involvement). Product problem(s): ¿system message displayed¿ (device displays error message). The surgeon reported a system message displayed during set up. The system was rebooted and the cassette was switched out but the system message would not clear. The system was switched out and the case proceeded. Neither cassette nor the cassette lot number was retained. The patient had received topical anesthesia. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The software was upgraded. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).